Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia (129cfu/ml). In addition, it was reported that the device had been reprocessed with an olympus automated endoscope reprocessor model, minietd2 (not available in the USA), using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the device. After the additional testing, oekg evaluated the subject device and confirmed that the distal end cover was cracked. In addition, it was confirmed that there were foreign materials on the light guide lens. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg evaluated the subject device and confirmed that there was a hole in the rubber of the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.